Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported they had pain after urination and their bladder felt like it was throbbing. It was stated when they would pee, they would have a burning sensation. It was stated the patient felt maybe it was a urinary tract infection (uti). It was noted both of these feelings had gone away. The patient stated they felt that their symptoms were getting worse. It was stated they felt like they were going to the bathroom more often and they weren't able to empty out their bladder.

Event description:
Additional information received from the consumer reported that the diagnostics performed related to the pain after urination, bladder throbbing, and worsening symptoms were an ultrasound, overactive bladder, and anxiety. The action taken to resolve the pain after urination, bladder throbbing, and worsening symptoms was oral medications from a low dose to a higher dose. The patient's symptoms had been resolved to a point that had helped, but the patient was still tweaking it here and there. The patient went to the bathroom a little less, but still too much. The patient did not have a history of uti and there was no cause for the utis. No interventions were performed for the uti.